Event description:
Product is cpsi computer systems - using macromedex data base. Macromedex entered ndc# (B)(4) shows a description of 5mg; but a strength of 2.5 mg. Although macromedex labels the data as discontinued, cpsi allows the data to function and calculate a dose that is double what is prescribed; 4 tablets for a 10 mg dose. Computer programming error detected prior to administration thus correct dose was administered. Medication administered to or used by the patient: no. Patient counseling provided: unknown. Relevant materials provided: none. Ismp, (B)(6), access number: (B)(4).